Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported approximately 71 months post stent graft implantation, the stent graft has migrated resulting in a type I endoleak. The CT demonstrated that the migration was due to the angulation of the aortic neck resulting in the expansion of the aneurysm. The patient has refused any further treatment. The patient was reported to be fine and no additional clinical sequelae have been reported.